Manufacturer narrative:
Visual inspection (naked eye and through 10x magnification) of the as received certain low profile one-piece abutment confirmed that the screw portion of the abutment had fractured horizontally across the top of the threads. The complaint is confirmed. The device history record from this lot has been reviewed and no non-conformity related to this issue was found. Complaint history search revealed no additional complaints of this product¿s lot. Review of the biomet 3i restorative manual contains low profile abutment placements instructions as well as torque value recommendations. A definitive root cause has not been determined. (B)(4).

Event description:
The dentist reported that the abutment screw fractured in two parts the dentist was able to get lower fractured parts out of the implant and rescheduled the patient for a new session to replace the abutment.